Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: partial delamination of the valve, yellow particles in the shell and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior and partial delamination of the valve. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. Partial delamination of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Device remains implanted.